Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd venflon¿ pro safety the tip broke. There was no report of patient impact. The following information was provided by the initial reporter. When removing the cannula, the tip came off. The nurse get the tip out of patient aldo. Confirm if both lots were affected or the customer can`t confirm the correct lot? The customer can`t confirm the correct lot.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26jul2023. Investigation summary: our quality engineer inspected the 1 used sample submitted for evaluation. The reported issue of catheter broke / separated after placement was confirmed upon inspection of the sample. Analysis of the sample showed that there was a clean-cut present on the catheter. Our manufacturing process was reviewed and there are no sharp edges that could possibly come into contact with the catheter to cause the cut. Bd determined that the possible cause of the failure could be that during handling outside of the manufacturing facility, the device was somehow cut by a sharp object. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records could not be reviewed since the batch numbers returned do not match the reported material. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd venflon¿ pro safety the tip broke. There was no report of patient impact. The following information was provided by the initial reporter: when removing the cannula, the tip came off. The nurse get the tip out of patient (B)(6). Confirm if both lots were affected or the customer can`t confirm the correct lot? The customer can`t confirm the correct lot.

Event description:
It was reported while using bd venflon¿ pro safety the tip broke. There was no report of patient impact. The following information was provided by the initial reporter: when removing the cannula, the tip came off. The nurse get the tip out of patient aldo. Confirm if both lots were affected or the customer can`t confirm the correct lot? The customer can`t confirm the correct lot.

Manufacturer narrative:
Correction: h6: imdrf annex a grid: a0401.